Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information was provided. The date of the events was since (B)(6) 2015.

Manufacturer narrative:
Evaluation summary. A clinical analyst has reviewed this file. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. The operators manual includes the warning: use of the phaco handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow can cause excessive heating and potential corneal and/or tissue burns. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple patients experienced corneal burns during surgery with two different systems. There was no subsequent consequences except longer healing time. Additional information has been requested. This is one of two reports being filled for this event. This report is for the first system.